Manufacturer narrative:
Concomitant: cook dilation syringe, ds-60cc-s; boston scientific alliance inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a ds-60cc-s was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure, and a leakage was observed from a hole in the middle of the balloon material. A visual examination of the catheter showed a small kink approximately 89 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record was not reviewed because a lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a hole in the balloon material is inflation beyond the maximum indicated inflation pressure. The instructions for use advise the user: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage balloon esophageal to dilate the stenosed esophagus due to endoscopic submucosal dissection. The user inflated the balloon but it would not [inflate]. A leak was confirmed. He replaced it with another cook hercules 3 stage balloon esophageal.